Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found and replaced the black stripe tubing, with a pinhole in it, at pinch valve (pv37) to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter® lh 500 hematology analyzer. The leak was described as about 200 ml of blue fluid leaked from the instrument around the main diluter panel. The instrument generated a "cleaner out" alarm while running shutdown. The operator was wearing personal protective equipment of lab coat and gloves when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.